Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found that the pump does not work as it alarms, "cassette not attached properly". The downstream occlusion (dso) sensor needs to be calibrated/exchanged.

Event description:
Analysis of the returned device found that the device alarms, "cassette not attached properly." There was unknown patient involvement.